Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited high undefined impedance and no capture after multiple deployments. After second deployment there was a clear dissection with contrast. The device was removed to clean and clear off any clots and on reestablishing position in the right ventricular (rv) the patient experienced bradycardia. It was further reported that the patient experienced tamponade from perforation and pericardial effusion. Chest compressions and medication were administered however, the patient passed away.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys/ expiration date: 14-jun-2023 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 22-dec-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.